Manufacturer narrative:
(B)(4). Baxter received the device. This reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation cannot be performed. No related device malfunction was observed.

Event description:
It was reported that a spectrum pump failed the air detection test during preventive maintenance testing. It was also reported there was no patient involvement.